Event description:
The customer reported a communication error message and the system was unusable. This resulted in a loss of imaging functionality. This could result in the delay or cancellation of a procedure. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The power connector on 5v power supply was evaluated and reseated. The system was tested and found to be working as intended and returned to service.